Event description:
Device 1 of 3. Reference MFR report number: 1627487-2013-22025, 1627487-2013-22026. It was reported that the patient discontinued use of the scs system several years ago due to inadequate pain relief. The patient has not recharged in years, yet recently the patient has been experiencing some tingling near the ipg are, in random intervals. The tingling feels like intermittent stimulation. Follow-up identified the patient will undergo surgical intervention.

Manufacturer narrative:
Correction number: 1627487-09042012-003-r. This ipg serial number was included on field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.